Event description:
On (B)(6) 2016 information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal baclofen and sufenta (doses and concentrations not provided). A motor stall was seen at an initial interrogation on (B)(6) 2016. The patient recently had an MRI, though the MRI was not performed due to a suspected problem with the implanted pump system or therapy. A motor stall recovery had not occurred, and it had been more than two hours since the patient exited the MRI field. No patient symptoms were reported. The possibility of the pump being in telemetry state was discussed with the representative, and the representative was to call the hcp back and have them check the event logs for a motor stall recovery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.